Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 417 mg/dl. The customer was hospitalized. The caretaker of the customer reported that the customer was treated with manual injections and an insulin drip. The caretaker has requested assistance regarding the settings for the insulin pump. No additional information was provided.